Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "fails accuracy" problem was not able to be duplicated. Test results of +2.92%, +2.15% and +2.15% were all within the internal specification of +/- 3.0%. It was noted that the customer's accuracy test setup or procedure was incorrect and was the cause of the reported issue. Service will perform periodic maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-7.75%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse events were reported.

Manufacturer narrative:
Additional information: a1, h6, h10. Information was received on 11-mar-2020 indicating that the event occurred during testing. There were no patient involved.